Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the lead had loss of capture and oversensing. It was further reported, the patient became syncopal while driving and crashed her car. The lead was capped and replaced. No further patient complications were reported as a result of this event.